Event description:
A peritoneal dialysis (pd) patient reported during the first fill the cycler made an unexpected sound. When he checked the cycler he discovered a leak near the cassette latch and discontinued using the cycler. He switched to manual exchange. The patient reported his effluent remained clear. The cassette was disposed of and therefore not available for return. The patient's pd nurse was contacted on (B)(6) 2014 and reported the patient's effluent remained clear and showed no signs of infection. No prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation. This report is associated with MDR's: 8030665-2013-00873, 937, 8030665-2014-00007, 53, 86, 102, 103, and 104.